Event description:
It was reported that resistance was experienced advancing the stent delivery system; however, the stent was ultimately deployed. After deployment a dissection was noted. Another stent was placed to treat the dissection. No additional information was provided and no patient effects were noted.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The physical resistance can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. Although the anatomical condition was not reported, the reported physical resistance is likely related to circumstances of the procedure. Reportedly, a dissection occurred after implant of the xience v stent. It should be noted that the xience v instructions for use (IFU) lists dissection as a known adverse event associated with coronary stenting procedures. The IFU also states: implanting a stent may lead to vessel dissection and acute closure requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). The dissection in this case was treated with the placement of another stent. Although a conclusive cause for the reported dissection and its relationship, if any, to the product or procedure could not be determined, the reported physical resistance appears to be related to the operational context of the procedure.